Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via (B)(4) that an ar-3210-0030 camera has a hole in the power cord. This was discovered during use with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. (Head cable) the evaluation determined that the reported event was caused by a defective head cable. This was attributed to wear and tear.